Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-03028. It was reported one of the leads had begun to protrude. The lead was also potentially infected. In turn, the lead and extensions were explanted to address the issue.

Manufacturer narrative:
A patient experiencing lead erosion was reported to abbott. The patient leads were explanted. The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.